Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the retentive liner slightly lifted off the humeral side after reduction. The surgeon was unable to dislocate after reduction.

Manufacturer narrative:
Product was not explanted; field d7 should have been left blank in original report. Product remains implanted and no photos of reported condition were received. Device history review indicates the device was manufactured to specifications. This device is used for treatment. Initial product history search conducted on (B)(4) 2016 revealed no additional complaints against the related part and lot combination. Surgical notes were not provided. In surgical technique, it is stated, "also make sure that the guide pin on the poly liner impactor is aligned into the post on the lateral side of the stem face prior to impacting." A definite root cause cannot be determined with the information provided.